Event description:
It was reported that the pacer dependent patient presented with fatigue. It was noted that the patient's left ventricular lead exhibited loss of capture and had pulled back slightly. On (B)(6) 2017, the physician attempted to reposition the lead but was unable reposition the lead into an optimal position. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
A complete lead measuring 86.3 cm was returned for analysis. Analysis was normal. No anomalies were found.